Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. The device was returned, and it was found during visual and microscope inspection that the teeth were damage. Also, it was found that the slack was taken up and the handle did not have evidence that the trip wire was secured to the post. Also, it was found that the trip wire was broken and the handle spool was damaged. Finally, there is a picture attached by the customer, showing the damaged spool handle. Based on the evidence, the as reported codes of bands failure to deploy and device damaged/defective. A risk review was completed and confirmed that the event of bands failure to deploy and device damaged/defective were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. Secure trip wire in slot on handle unit, however, it was found that the wire was not secured to the handle. The IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Analysis of the returned device revealed bent ligator housing teeth, a broken trip wire, and a damaged handle spool, all suggesting excessive force during use or insertion technique, as well as failure to follow the instructions for securing the trip wire to the post. These factors likely affected band deployment and handle functionality. Reported issues of bands failure to deploy and device damaged/defective were determined to be primarily caused by not following the instructions for use of the device. While some damage may relate to procedural challenges or anatomical factors, the investigation concludes that the most probable cause is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2025. During the procedure when installing the ligator, it could not be deployed. An attached photo of the device showed that the ligator was damaged. The procedure was completed with another speedband superview super 7 device. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2: correction on block e1: initial reporter address 1(B)(6).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2025. During the procedure when installing the ligator, it could not be deployed. An attached photo of the device showed that the ligator was damaged. The procedure was completed with another speedband superview super 7 device. There were no patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2025. During the procedure when installing the ligator, it could not be deployed. An attached photo of the device showed that the ligator was damaged. The procedure was completed with another speedband superview super 7 device. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h2: correction the aware date documented in block g3 of the first supplemental report submitted on november 18, 2025 was incorrect. The correct aware date for block g3 of the first supplemental report is november 17, 2025. Block g3 in this report correctly captures the date boston scientific corporation determined this typographical error. Block e1: initial reporter address 1: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
H6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2025. During the procedure when installing the ligator, it could not be deployed. An attached photo of the device showed that the ligator was damaged. The procedure was completed with another speedband superview super 7 device. There were no patient complications as a result of this event.